Event description:
Customer reported experienced a low blood glucose level and was falling while customer was waiting for computer to load. Customer was asked if the insulin pump needed to be troubleshooting or did device have anything to do with it, customer stated no. She declined troubleshooting. Customer stated the computer was taking long to load and she will call back and disconnected the line. Customer did not provide blood glucose level. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.